Event description:
The swartz sheath was exchanged for a non-abbott sheath to continue the procedure with no consequences to the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported saline leak remains unknown.

Event description:
During device preparation, saline leakage was noted from the sheath. The procedure was continued without replacing the device and there were no adverse consequences to the patient.